Manufacturer narrative:
The reported event was unknown malfunction. As received, a complete lead with extraction stylet inserted and wrapped around the connector region was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion was consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2022-03964. It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited an unknown malfunction. The rv and lv leads were explanted and replaced. The patient's status was unknown.